Event description:
It was reported that the itrak 3500l system was not allowing the customer to select db to view or load any patient data. The igs data base was not available. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep instructed the customer on how to remove the data base to force db rebuild recovery system into recovery mode. Igs recovery was confirmed, then the customer transferred the data set to hdd and successfully loaded the patient data to set to begin preparation for a case.